Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00052. The patient received his scs system on (B)(6) 2010, consisting of an ipg and surgical lead. It was reported that the patient developed an infection at the ipg pocket and lead incision site. His scs system was removed on (B)(6) 2010, as a result. Intravenous antibiotics were administered as treatment for the infection. A culture was taken; however, the results were not disclosed. No further information is available.